Event description:
During a turp procedure, two separate single use loops, pk supersect, broke and fell into the patient. All of the pieces were retrieved from the patient and the procedure was completed without further incident, with no patient harm.

Manufacturer narrative:
The active loop of both returned electrodes is no longer bonded within the ceramics. There is little evidence of glue residue on the inner walls of the ceramic. There is also little evidence of glue residue on the inner walls of the return ceramic. Electrical test: due to the condition of the device, electrical testing was not performed. Functional test: due to the continuity failure, functional testing was not performed. Summary: the active loop has become detached from both the active and return ceramics on both returned electrodes. Neither active nor return ceramics show evidence of glue residue. Both failed electrodes could be due to a combination of: insufficient crimp joint between the active tip and wire. The absence of, or insufficient level of epotek glue.